Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. It is unknown whether the compatibility issue contributed to the reported event. Therefore, a definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Item# unk ethicon wire; lot# unk; qty: 1. Item# 73-2623; lot# unk; qty: 2. Item# unk screw; lot# unk; qty: 6. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient was implanted approximately ten (10) weeks ago with zimmer biomet plates and screws, and a competitor's wire. Subsequently, patient was experiencing discomfort and thought the wire had snapped. Patient was revised approximately three (3) weeks ago due to the competitor's wire fracturing and pulling through the bone. During surgery, it was noted the zimmer biomet plate located directly below the wire had migrated. Attempts have been made and no further information has been provided.